Event description:
During product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 18, 2007. The facility reported a pump with an air in tubing alarm which occurred during biomed testing. Evaluation summary: during product evaluation, an out of specification air in line printed circuit board (ail pcb) was confirmed. The ail pcb was replaced and recalibrated.